Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "tha using an anatomic stem in patients with femoral head osteonecrosis" written by yong-chan ha md, hee joong kim md, shin-yoon kim md, tae-young kim md, and kyung-hoi koo md published by clinical orthopaedics and research published only 8 march 2008 was reviewed. The article's purpose was to determine long term survivorship of thas with anatomic stems in patients with femoral head osteonecrosis, the amount and rate of wear, and the incidence of osteolysis. The data was compiled from 36 patients (46 hips) with mean age of 48.6 years and follow up 10 years. Depuy products utilized: all femoral stems were depuy profile stems with ha coating, duraloc cups enduron poly liner and cocr heads. It is noted radiographic images captured 3 different patients with identifiers and they are captured individually on linked complaints. This complaint captures adverse events without patient identifiers: thigh pain, femoral and acetabular osteolysis (not progressive), intraoperative linear fracture of the calcar femorale treated with cerclage wire, dislocation one day post op treated with closed reduction and abduction brace, shelf pedestal (extra skeletal ossification), cortical hypertrophy and calcar atrophy (bone injury). The article does not mention debris or wear but associates osteolysis with "particle-induced osteolysis" based upon previous studies which is commonly attributed to bearing surfaces. The article does provide liner wear rates. No revisions were associated with acetabular components. The article states: "no acetabular component had loosening." Revisions were captured in the individuals in radiographic images.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.